Event description:
During a uterine manipulation, the uterine manipulator/injector snapped.

Manufacturer narrative:
Follow up with the distributor was unsuccessful in obtaining add'l info regarding this event. In the event the device snapped inside the pt, medical intervention would have been performed to remove the broken piece. A review of our complaint database indicated the last complaint received for this product was in july 2004. Without any add'l info, no conclusions can be drawn. (B) (4).